Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported the patient was in for refill today and they noted an alert stating, "loss of therapy the pump is stopped for 1092h15m" as well as an alert saying the pump motor has stalled and recovered. The caller checked the pump logs which showed a motor stall on (B)(6) 2024 and a motor stall recovery today. The healthcare provider confirmed that the patient had an MRI on (B)(6) 2024. The caller stated that there were no audible alarms, and the patient did not report any symptoms. Additional information was received on 03-dec-2024 from the company representative who reported that the patient had a refill on (B)(6) 2024 and at that time the pump showed a motor stall (B)(6) 2024 with no recovery. The patient had an MRI on (B)(6) 2024 and did not have the pump status checked post MRI. The recovery (motor stall) occurred the same date and time they interrogated the pump (B)(6) 2024. The patient went home after the refill and the audible alarm continued. The company representative was seeing the patient today. The agent had him check the home screen for active alarm tab and discussed silencing the alarm and updating the pump. The logs showed no new alarms.